Event description:
Complainant alleged that while attempting to analyze a pulsed patient in acute respiratory distress. The device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please note that the device was connected to a patient that had a pulse. The device's indications for use instruct users to apply product to patient's who are pulseless.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.